Event description:
Rptr was implanted in 1972. Implant ruptured & was removed in 1993. Dr who removed them said it looked as though ruptured about 10 yrs. Numerous med problems since age of 41. Arthritis, & neurological, cfs myalgia, muscle pain, joint pain, numbness, headaches, memory loss & confusion.